Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen (3000 mcg/ml at 1101.1 mcg/day), dilaudid (7.5 mg/ml at 2.7527 mg/day) and bupivacaine (15 mg/ml at 5.505 mg/day) via an implantable infusion pump. Beginning(B)(6) 2015 the patient experienced decreased therapeutic relief, specifically increased pain and spasticity. The pump doses were increased by 11% that day to: intrathecal baclofen 1,219mcg/day; intrathecal dilaudid 3.0474mg/day; intrathecal bupivacaine 6.095mg/day. The patient was also started on oral baclofen and oxycodone. The symptoms were considered mild (did not interfere in a significant manner with the subject's normal functioning level) and related to fibrosis at the catheter tip. On (B)(6) 2015 a therapeutic bolus was provided to the patient and the pump was reprogrammed to a flexible dosing pattern. Beginning (B)(6) 2015 the patient experienced new tingling and numbness of her head/face, blurry vision, and dizziness. The symptoms were considered to be mild side effects of the intrathecal medication. The pump was again reprogrammed on (B)(6) 2015. The event of increased pain and spasticity was considered resolved without sequelae as of (B)(6) 2015 and the event of new tingling and numbness of her head/face, blurry vision, and dizziness was considered resolved without sequelae as of (B)(6) 2015. It was further reported the catheter access port (cap) contrast study performed on (B)(6) 2015 was abnormal. Abnormal test results showed fibrosis at the catheter tip. On 07/30/2015, further information was received from a physician via psr (product surveillance registry). The patient was reprogrammed on (B)(6)2015. Concomitant medications were tizanidine, lyrica, and oxycodone. New information provided clarified that the suspect medication of oxycodone previously reported was actually a concomitant medication. The patient had a medical history of spasticity. If additional information is received, a follow-up report will be sent.